Event description:
It was reported that a revision surgery was performed due to liner breakage.

Event description:
It was reported that revision surgery was reported due to a fracture of the device.

Manufacturer narrative:
This medical watch report was filed in error. This incident is a duplicate complaint that was previously reported to the FDA via medwatch 1020279-2012-00130.